Event description:
It has been reported to philips that the x-ray active when not press footswitch. The device was in clinical use. No patient harm reported. Philips has started an investigation of the complaint.

Manufacturer narrative:
After re-evaluation it has been identified that this complaint is a potential accidental radiation occurrence, this complaint is not MDR reportable. After confirmation, the investigation will be shared via quarterly summery aro reporting.